Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) in early-march 2015. The local representative reported that this patient was undergoing a pocket evacuation. The patient suffered a stroke approximately one week ago and another physician prescribed a blood thinner medication. The patient developed a hematoma in the pocket which now requires intervention. There was no report of pocket infection. Subsequently, boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2016. The device and electrode were explanted due to infection. The patient was given intravenous antibiotics.